Manufacturer narrative:
Investigation based on lawsuit documents filed against artimplant ab and artimplant (B)(4), inc. No info supporting allegations of lawsuit currently available.

Event description:
An artelon cmc spacer was explanted due to alleged absence of incorporation or healing into the base of the first metacarpal with inflammatory and degenerative changes. (B)(4).